Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the reservoir had had air bubbles. The customer¿s blood glucose was 8 mmol/l, 12 mmol/l, 13 mmol/l, and 14 mmol/l. The customer was assisted with troubleshooting. Customer stated that approximate size of air bubbles was about 3ml in size. Customer declined troubleshooting for high blood glucose as known cause and bolus to get down. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.